Event description:
It was reported that the customer was hospitalized for high blood glucose of 349mg/dl. Troubleshooting was performed. The insulin pump registered the boluses and basals correctly in the daily totals. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, if is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.